Manufacturer narrative:
(B)(4). At this time, vyaire medical has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the screen on the ventilator was blank and the led's were illuminated when the ventilator was powered on. There were no signs of delamination on the screen. There was no patient involvement associated with this issue.

Manufacturer narrative:
The vyaire medical failure analysis laboratory received the suspect component, a vela front panel assembly, and evaluated the component. An evaluation of the component did not confirm nor duplicate the reported issue. The screen was functional and responsive.